Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 560 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was not performed since customer declined. The insulin pump will not be returned for analysis.

Event description:
The customer stated that she could not remember whether or not she was using the auto mode feature at the time of the incident. She didn't think she was using it but couldn't remember.